Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to out of range shock impedance measurements. A review of the system by boston scientific technical services (ts) noted appropriate sensing and no noise as well as the review of the electrocardiograms showed normal operation and appropriate sensing, no noise/artifact. Ts noted an increase in the shock values over the course of last year ranging from 100 to 125 ohms. Ts discussed possible in office follow up and given that the overall trend this past year, consider increasing the shock impedance alert limit, to perhaps 150, 175, or 200 ohms. Normal follow ups were discussed.